Event description:
A surgeon reported an intraocular lens (iol) exchange was planned for a patient who was dissatisfied with the outcome. Additional information was received from the surgeon who reported the patient had unusual and overcorrected astigmatism after the surgery, in spite of multiple preoperative measurements with different instruments. He indicated the patient was "not happy" with the planned myopic refractive outcome. A lens exchanged was performed with an non-toric iol targeting for emmetropia. The event resolved with the treatment (iol exchange). In the surgeon's opinion, it is unknown whether the iol contributed or caused the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).